Event description:
The customer contact reported that during routine maintenance testing at the user facility, the device powered off by itself. It was unspecified if the device alarmed prior to the power loss. It was reported when the device was rebooted the device displayed at 15/000/001 (power down error) service alarm code. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.